Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging of heart problems. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging of heart problems. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Error code was found. Product UDI (rfb), evaluation method code grid, evaluation results code grid, component code grid (1), conclusion code grid (1) updated/ corrected.